Manufacturer narrative:
(B)(4). Batch # p94a5k. Investigation summary: the device was returned with no apparent damage. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the max hand control button had no tactile feedback. Upon testing the buttons, the max button stayed activated after it was released resulting in continuous activation. Cycling of the buttons, resulted in an alert screen of ¿reactivate two switch activations detected¿. The instrument was disassembled and it was noted that the max dome was collapsed/inverted. The ¿reactivate two switch activations detected¿ alert screen is associated with the hand activation button issues with the max button. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused that the dome issue. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the scalpel could not pass the pre-run test. Changed to another one to complete the procedure. There was no report on patient injury.